Manufacturer narrative:
Additional information - section g updated.

Manufacturer narrative:
Corrected information: section d4: model number. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Medical records review revealed the sapien 3 valve was successfully implanted in the aortic position. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged to home in stable condition on postoperative day (pod) 1. The post op follow-up examinations were unremarkable. Approximately 10 months post valve implant, the patient developed covid19 with back to back recurrence infections. Following recovery, the 1-year follow-up examination confirmed moderate paravalvular leak (pvl) around the implanted valve. A repeat tee performed 4 months later indicated severe pvl. The patient also reported mild shortness of breath (sob) and fatigue. The patient was determined to be a candidate for surgical aortic valve replacement. During the explantation procedure, the sapien 3 valve was well seated, and obvious pvl that was not repairable. Severe calcification around the implanted valve was also reported. The sapien 3 valve was explanted, and a surgical valve was successfully implanted. The explanted valve was sent to pathology for evaluation. Pathology reported 3 separate valves (leaflet). Two (2) of the leaflets closed completely, but the third leaflet did not close completely (approx. 60%). There are no gross visible calcifications or vegetation upon the leaflets. The explanted sapien 3 valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the pvl complaint was confirmed based on medical records review. There was no allegation or indication a product deficiency contributed to this adverse event. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per medical records review, 'tte was performed, which confirmed a pvl around the new bioprosthetic valve, which was felt to be moderate at that time. A repeat tte was done (B)(6) 2021, which revealed a mean gradient of 10mmhg, however severe pvl was found. Evidence of severe pvl initiating from a defect in the aortic ring (tavr frame) approximately 1.4cm in diameter tracking along the lvot.' Per the instructions for use, paravalvular leak is a potential adverse event associated with the use of the valve. Additionally, there is not much information was provided regarding the 'aortic ring' or thv frame defect stated in the medical record. Per the medical record, 'severe calcification was around the sapien 3 valve'. Bulky calcification can prevent the frame from fully expanding during deployment, which may appear as frame deformation. The gap it created between the thv frame and the annulus can compromise the seal leading to paravalvular leak. Per patient screening manual, uneven distribution of calcium increases the risk of pvl. The complaint regarding possible leaflet mobility was not confirmed. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the clinical review summary, the pathology report noted 'aortic valve prosthesis with 3 separate valves (leaflet). 2 of the valves (leaflets) close completely, but the third valve (leaflet) does not close completely (approx. 60%). There are no gross visible calcifications or vegetation upon the leaflets.' This observation was made after valve was explanted. If the valve frame was distorted during explant, the leaflet coaptation could be impacted. Additionally, there was no reported issue on leaflet motion in any of the tte report. Without imagery/device return for evaluation, no further evaluation can be made. Although a definitive root cause was not able to be determined, it is possible patient factors (severe calcification) may have contributed to the reported pvl. Procedural factors (device explant) may have contributed to the reported leaflet mobility. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, approximately 1 year and 6 months post implant of a 29mm sapien 3 valve in the native bicuspid aortic position, the valve was explanted, and a surgical aortic valve was implanted. The reason for the explant is not known at this time.